Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 300 mg/dl (aviva) and 152 mg/dl (hospital meter). No adverse event reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.